Event description:
The MFR rec'd info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's oxygen blending module board, o2 manifold assembly and sensor board were replaced to address the issue. During the eval of the device at the MFR's service center, a failure related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.